Manufacturer narrative:
No device deficiency was reported. Pericardial effusion and cardiac tamponade are known potential adverse events documented in product labeling. The physician considers the cardiac tamponade likely occurred when the catheter was unintentionally pressed against the cardiac muscle while advancing toward the lspv, instead of when the left atrial appendage was inadvertently entered. There were also other catheters indwelling when the pericardial effusion was confirmed, however, those devices had not been recently manipulated.

Event description:
At the beginning of a pulmonary vein isolation (pvi) procedure, the catheter was inadvertently advanced into the left atrial appendage twice. The catheter was moved toward the left superior pulmonary vein (lspv). After 5 minutes the patient's blood pressure decreased and pericardial effusion was diagnosed by intracardiac echocardiography (ice). The pericardial effusion was drained through pericardiocentesis and blood transfusion was performed. After confirming the patient's blood pressure was stable and there was no increase in the pericardial effusion, the procedure was stopped with no ablation performed.